Event description:
It was reported by the patient that they were admitted to the hospital after receiving shocks from the implantable cardioverter defibrillator (ICD) device. The patient was told by the hospital staff that an interrogation indicated the patient was not shocked; an episode started and stopped without the device treating it. The patient alleged the device was failing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).